Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure a plastic slivers stuck to the lens after implantation through a cartridge. There were no reported adverse patient complications resulting from this foreign body material, but time and effort and risk to remove the plastic slivers is required. There are five medical device reports associated with this event. This is 3 of 5. Additional information was requested.

Manufacturer narrative:
The used company cartridges were not returned for evaluation. A photo was provided of a multifocal single-piece lens in the eye. A linear mark or material is observed across the center of the optic. Unable to determine if this is on the anterior or posterior surface. Information indicated the material was removed. The associated lens model/diopter, handpiece and viscoelastic were not provided. It cannot be determined if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The nature and origin of the material cannot be determined from the provided photo. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the instruction for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There have been 5 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).